Manufacturer narrative:
Concomitant medical products: relevant patient medication includes: amlodipine, bisoce, cordarone, crestor, eupressyl, kardegic, temesta. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a penetrating aortic ulcer and was treated with a tge343410/12772820 conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, computed tomography imaging (CT) revealed a new bleeding proximal to the treated location due to the fragility of the aortic arch wall. The patient was successfully treated with a tge343420/14253461 component and discharged from hospital on (B)(6) 2016. On (B)(6) 2016, follow-up CT imaging identified disease progression of the penetrating ulcer with the lesion measuring 16 mm in diameter distal to the initially implanted endoprosthesis. On (B)(6) 2016, a re-intervention was performed to treat the lesion with a tge343410/14509619 conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure and was discharged from hospital on (B)(6) 2016.

Manufacturer narrative:
H6. Evaluation codes, 6. Results code 2: corrected code: h6: code 213 - the review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. 6. Evaluation codes, 6. Conclusions code 1: added code.